Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. DHR was reviewed and no discrepancies were found. Review of revision op notes states patient underwent right hip replacement due to metallosis secondary to large head and osteolysis. Surgeon encountered pericapsular metallosis about the soft tissue, large effusion, and mild osteolysis near femoral component. Femoral component was very stable. A total of 45 ml of grayish ¿ appearing oxidative fluid was aspirated from the right hip indicating metallosis. No metallosis appeared to be generated at head ball taper junction on the trunnion. No delay or complications were stated in the op notes. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report(s): 0002648920-2017-10128, 0001822565-2017-10127.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately three years post-implantation due to elevated metal ion levels and metallosis. During the procedure, a total of 45 ml of grayish oxidative fluid was aspirated from the hip indicating metallosis. The pseudocapsule was very thickened grayish black and green in color related to the oxidative metallosis at the joint. There were early stages of osteolysis around the entire implant bone junction proximally. The modular head was removed and replaced. A poly bearing was implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were: corrected: event date as confirmed by patient records. Updated: date of report, patient lab results.